Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08725 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored while connected to the test transmitter and test plug. Manually entered a 242 mg/dl blood glucose and the device calibrated without errors. No unexpected enter blood glucose not accepted, calibration not accepted alert, or sensor related errors noted. Device was received with scratched case, missing display window cover, end cap address label peeling and fading, pillowing keypad overlay, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.